Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient passed away due intracranial bleeding (icb). The outcome was not considered left ventricular assist device (lvad) or lvad therapy related. The pump was working as expected. No pump related issues were provided. An autopsy was not performed, and the device was not explanted.

Event description:
The patient remained intubated after left ventricular assist device implantation. The patient developed pupillary differences and differences in near infrared spectroscopy levels. A computed tomography (CT) scan was performed, and an intracranial bleed was confirmed. No images were provided by the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.